Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the nozzle of the evis lucera elite colonovideoscope was clogged. The issue was found during reprocessing. There were no other abnormalities during inspection prior to finding the blockage. The customer noted that non-olympus automatic endoscope reprocessors were used. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the air/water nozzle was blocked with foreign debris. The report is being submitted due to foreign debris in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no obvious deviation of reprocessing by the user facility was confirmed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of cleaning/reprocessing of the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.